Event description:
It was reported that the device presented motor issues. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). UDI information is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: the top case was chipped and cracked. Crack on the l-bracket compartment. Cracked ac receptor, cracks on the right and left plunger cases. Tamper seal was broken. Functional testing and occlusion tests were conducted. The event was replicated during occlusion test. The reported issue was confirmed. The root cause was determined to be normal wear and tear due age of device. Replaced motor assembly, ac receptor, top and bottom cases, right and left plunger cases and battery. Device occlusion test and functional tests all passed after repair.